Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced intracranial bleeding in the right/acute subdural. The patient was readmitted and given a blood transfusion of less than 4 units of packed red blood cells. The cause of the bleeding was unknown. No further information was provided.

Manufacturer narrative:
Event or problem: additional information. The manufacturer was not made aware of the event reported in this medwatch submission until 20aug2017. The information at the time the pump was received indicated that the patient underwent a routine heart transplant on (B)(6) 2017. No report of the patient experiencing an intracranial bleeding in the right/acute subdural hemisphere was reported until 20aug2017. Evaluation of the returned pump post-explant did not reveal any deposition or thrombus formation in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the analysis of the returned device. A direct correlation between the evaluation of the returned device and the reported intracranial bleeding could not be determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient received a routine heart transplant on (B)(6) 2017.